Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the patient was in the emergency room due to a pump beeping (unknown serial number) also unknown if the patient still has his backup pump available. Pharmacist stated the patient was in the emergency room on (B)(6) 2023. No other information provided. The reported product fault occur while in use with the patient. The product cause or contribute to patient or clinical injury was unknown.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.